Manufacturer narrative:
(B)(4).

Event description:
It was reported that: resistance was felt when attempting to advance the swg through the ars. Swg kinked. There was no reported patient harm or consequence.

Event description:
It was reported that: resistance was felt when attempting to advance the swg through the ars. Swg kinked. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit including one swg in its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. Signs of use in the form of biomaterial were observed on the returned components. Visual analysis revealed one kink towards the distal j-bend of the guide wire. The distal j-bend did not appear misshapen and was intact. The needle cannula was also observed to be bent towards the needle hub. The customer was contacted, and they were not aware of the needle bend. Therefore, it is likely that the damage to the needle occurred during shipping/transport of the sample to the morrisville facility. Microscopic examination confirmed the damage and revealed that the welds were secure and intact. Visual and microscopic examination of the ars revealed no obvious defects or anomalies. The kink in the guide wire measured 558mm from the proximal tip. The overall length of the guide wire measured 602mm which is within the specification limits of 596-604 mm per the guide wire product drawing. The outer diameter measured 0.791mm which is within the specification limits of 0.788-0.826 mm per the guide wire product drawing. The needle cannula outer diameter measured 0.04955" which is within the specification limits of 0.0495"-0.0505" per the needle cannula product drawing. The needle cannula inner diameter measured 0.041" which is within the specification limits of 0.41"-0.043" per the needle cannula product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle.". The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained one kink towards the distal j-bend. Despite this, the guide wire and the ars passed relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: resistance was felt when attempting to advance the swg through the ars. Swg kinked. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer returned one opened cvc kit including one swg in its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. Signs of use in the form of biomaterial were observed on the returned components. Visual analysis revealed one kink towards the distal j-bend of the guide wire. The distal j-bend did not appear misshapen and was intact. The needle cannula was also observed to be bent towards the needle hub. The customer was contacted, and they were not aware of the needle bend. Therefore, it is likely that the damage to the needle occurred during shipping/transport of the sample to the morrisville facility. Microscopic examination confirmed the damage and revealed that the welds were secure and intact. Visual and microscopic examination of the ars revealed no obvious defects or anomalies. The kink in the guide wire measured 558mm from the proximal tip. The overall length of the guide wire measured 602mm which is within the specification limits of 596-604 mm per the guide wire product drawing. The outer diameter measured 0.791mm which is within the specification limits of 0.788-0.826 mm per the guide wire product drawing. The needle cannula outer diameter measured 0.04955" which is within the specification limits of 0.0495"-0.0505" per the needle cannula product drawing. The needle cannula inner diameter measured 0.041" which is within the specification limits of 0.41"-0.043" per the needle cannula product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit which instruc ts the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle.". The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained one kink towards the distal j-bend. Despite this, the guide wire and the ars passed relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.